Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) could not be implanted due to placement difficulty. The ra lead was deployed several times and worked fine but the physician established that the screw was not retracting correctly. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.